Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number remains unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that this patient with a valve model 6900ptfx27 underwent a valve-in-valve procedure after an implant duration of 8 years due to degeneration leading to severe stenosis combined with mild insufficiency observed on echo. The patient was hospitalized presenting with chest tightness and shortness of breath. Echo also revealed left atrial and right ventricular enlargement, severe tricuspid regurgitation and severe pulmonary hypertension. A 26mm sapien 3 valve was successfully implanted within the edwards surgical valve. The patient was noted as to be recovering. Indication for initial replacement was mitral regurgitation.